Event description:
Home pt reports leak at connection of tubing to pt connector in pt line of homechoice set. Leak was noted in initial drain of apd treatment. Home pt discontinued treatment and set up new supplies. Per rn, no pt injury and no medical intervention resulted from this incident.